Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the database revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that during a procedure to treat a saphenous vein graft, a perforation occurred which required treatment with a graftmaster stent. The 3.5 x 16 mm graftmaster stent delivery system (sds) was advanced; however, resistance was noted with previously placed stents and the anatomy. There was no damage to the previously implanted stents. During removal, resistance was noted again, and the stent dislodged prior to reaching the perforation. A snare device was used, but the stent could not be retrieved; therefore, it was deployed in the proximal vein graft. Dilatation was performed and the perforation was sealed successfully. The patient had a good outcome and has been discharged. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.